Event description:
The hcp reported the patient had significant pain in the neck area. The patient stated the neck pain had not responded to the use of medications and the intrathecal pump. The patient further reported to the hcp that they were having multiple problems with the pump. For the last 2 ½ -3 weeks the patient had increasing amount of issues. The last week the patient had a sudden increased pain. In addition the patient felt a sensation that was crawling across their entire body into the head and neck area. Per the patient ¿it felt like she had an allergy¿. This was associated with wheezing. The patient was evaluated by their oncologists and he prescribed a combination of prednisone and benadryl and as a result of that situation had not been eating well, has a problem with the stomach. The patient was quite concerned that something was not right with the intrathecal pump. The patient had recently been admitted to the hospital, had a bowel obstruction. The patient required a nasogastric tube and since then had been having better bowel movements the patient also reported having a lot of muscle spasms. The patient reported to the hcp that their pain control had not been very satisfactory and the hcp increased the methadone dose to 20mg at night time. The pump was used to deliver morphine, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported that the hcp thought it would be appropriate to try fentanyl in the intrathecal pump to see if this benefits the patient better than morphine. It was noted that this change would occur on the next refill date of (B)(6) 2014. The pump was reportedly interrogated and refilled with fentanyl, bupivacaine, and clonidine at that time. The patient was to have an approximately 30 hour transition time when she would not be able to use the personal therapy manager (ptm). The next refill was to reportedly be (B)(6) 2014.